Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the associated defibrillator failed to discharge with these electrode pads attached. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.